Event description:
The patient underwent a pelvic floor repair in 2006. Postoperatively, the patient experienced a "tiny" and "asypyomatic" vaginal orosion with the mesh, which was noted when the patient returned to the doctor for a follow up visit six weeks later. The patient will return to the see the surgeon if symptoms of discharge or bleeding are noticed.

Manufacturer narrative:
H6: conclusion: exposure to mesh can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy; otehrs require resection in the office of the operating room. Exposure is a risk with use of any foreign material. (510(k)#k013718)